Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the physician that when the programmers radiofrequency (rf) head was held over the implantable pulse generator (ipg) it broke up what appeared to be a fast sinus rate with conduction. It was further reported that pacemaker mediated tachycardia was suspected. The physician noted that the patient came out of a sinus tachycardia when the rf head was held over the patient. The patient has had a number of ventricular high rate episodes since implant which did not occur prior to implant. The patient's pacing qrs on the electrograms at 100 paces per minute look very similar to the intrinsic qrs. The device remains in use. No further patient complications have been reported as a result of this event.